Event description:
It was reported that there were very high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4592-45 lead implanted: (B)(6) 2006. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.